Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power error alarm the night before and had troubleshot that occurrence. Their blood glucose was 278 mg/dl. The customer was advised that the insulin pump would need to be replaced. The pump will be returning for analysis.